Event description:
The product was used during a laparaoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.